Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2018 due to hyperglycemia and diabetic ketoacidosis. The blood glucose level was 500 mg/dl at the time of incident and ketone level was not reported. Nausea and vomiting were also reported. The customer was disconnected from the insulin pump and placed on a perfusor while hospitalized. It was stated that there was a crack on the back of the insulin pump. Troubleshooting could not be performed. The device was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020 (B)(4). S/w 2.9d unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08755 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. No bolus anomaly or basal anomaly noted. During the occlusion test, inserted a test p-cap and a water filled reservoir into the reservoir compartment. The unit recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. No prime/fill anomaly noted. Unit uploaded properly using carelink. Unit had minor scratched display window, missing display window cover, scratched case, cracked case at battery tube side, cracked battery tube threads. Missing serial number label, pillowing keypad overlay, peeling keypad overlay and a partially broken off retainer. However, the test p-cap and reservoir does lock in place in the reservoir compartment.